Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll (B)(4) for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the front enclosure was cracked and the battery lock was bent. The autopulse platform is a reusable device and was manufactured on 08/21/2012. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint of autopulse displaying a system error message. A review of the platform's archive showed user advisory 132 (internal watchdog timeout) on (B)(6) 2016 and the reported date of (B)(6) 2016 thus confirming the reported complaint of the platform displaying a system error. Functional evaluation of the returned autopulse platform was unable to be performed as a system error message was observed upon power up, therefore confirming the reported complaint. Further inspection determined that the processor board needed to be replaced to remedy the system error message. In summary the customer's reported complaint that the autopulse platform display system error was confirmed during archive review and functional testing. The root cause was determined to be a defective processor board. After the processor board was replaced, the platform passed all final functional testing criteria.

Event description:
The customer reported that during shift check the autopulse platform displayed "system error, out of service, revert to manual CPR" message. No patient involvement was reported.